Event description:
At about 2 months after primary, the patient came in reporting pain due to a periprosthetic bone fracture and the cause is unknown. The surgeon revised the medacta stem and head to competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully. It has been reported a good bone quality.

Manufacturer narrative:
Batch review performed on 08-feb-2024 lot 2108218: (B)(6) items manufactured and released on (B)(6) 2021. Expiration date: 2026-10-19. No anomalies found related to the problem. To date, 25 items of the same lot have been sold with no similar reported case during the period of review clinical evaluation performed by medical affairs department: revision of the stem 1 month and 18 days after tha surgery due to a periprosthetic fracture. According to report the cause is unknown. It may be possible that the patient applied too much force on the leg operated or a quasi-traumatic event took place and because the bone properties were weakened due to the operation the fracture occured. There is no reason to suspect a malfunctioning device.